Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the syncardia temp total artificial heart (tah-t) implant procedure and subsequent recovery phase. The customer reported that the syncardia hospital cart lost a/c power without warning. The customer also reported that the connections were confirmed and multiple plugs were utilized without resolution of the issue. The companion 2 driver was switched to a syncardia companion caddy. There was no pt impact. This alleged failure mode poses a low risk to the pt, because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion hospital cart will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.